Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer

Event description:
It was reported that there was a potential damage to the packaging of the device, the customer is not sure if the product is still sterile. It was also reported that this event did not occur during a surgical procedure, and there was no adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that there was a potential damage to the packaging of the device, the customer is not sure if the product is still sterile. It was also reported that this event did not occur during a surgical procedure, and there was no adverse consequences as a result of this event.